Manufacturer narrative:
The power supply board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned power supply found that the reported event was related to an electrical issue. The power supply did not pass bench testing. The tested voltage dropped and then remained steady. The reported event was confirmed to be caused by an electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The generator did not function as it should due to a power problem in the system. While testing the system it was found that the ps1 was not providing the correct voltages. The psi and power board were replaced. An additional issue was found with the power conversion enclosure as well which was replaced. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect ps1 and power board have been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A site representative, radiographic technologist (rt), reported that, while outside of a procedure, the imaging system was unable to boot. When trying to turn on the system, the site was getting a red x for motion and the generator. The site moved the gantry up off the docking pins and the motion red x turned to a green check. The site rebooted several times without resolution. There was no patient present when this issue was observed.